Event description:
No new information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Having issues with the catheter needles. ¿snagging" on the catheter when trying to advance jamming in the unit¿. Additional information received on 12-sep: the nurses didn¿t report any patient injuries just the malfunctions they experienced with the retraction and snagging of catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.